Manufacturer narrative:
Additional information : the device was manufactured between august 28, 2018 - august 29, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported nine (9) 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had foreign particles observed "outside of the inner eva bags". There was no patient involvement. No additional information is available.